Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and caller stated that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support and received pump reset instructions, and successfully reset pump without recurrence of malfunction code.